Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and left ventricular (lv) lead dislodged and the dislodgement caused diaphragmatic stimulation from the left ventricular (lv) lead. There was a question whether the patient's fall caused the leads to dislodge. The leads were explanted and replaced. No patient complications have been reported as a result of this event.